Event description:
It was reported that the patient underwent revision surgery due non-union of two levels. It is unknown which levels the non-union occurred at. During removal of the plate, the top portion of the locking mechanism on the plate broke off. It was retrieved. It is believed that the locking mechanism, was broken during removal and not prior. The surgeon did not see any problems with the plate on the CT scan prior to revision surgery. There were no patient complications reported.

Manufacturer narrative:
Plate was returned for evaluation. Visual and microscopic examination confirmed the fracture of the top portion of the locking mechanism. The fracture was caused by an indentation (notching) of the bottom of the locking mechanism. The indentation took place where the lock screw touches the locking mechanism plate. It seems limited relative motion of the tightened lock screw and the plate occurred leading to such indentation and ultimate fracture of the part. A review of the device history records did not identify any applicable non-conformances to specification.